Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that it was not possible to reset the x-ray trigger. To resolve the issue the fse installed external reset buttons for the frontal and lateral generators after the power outage. After installation of the buttons, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that it was not possible to reset the allura device. The device was outside of clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.